Event description:
Cardiologists have anecdotally reported a sense of increased number of skin reactions since using electrodes, especially following cardioversion. After discussing this with MFR, rptr now has a tracking form. Within the past month, four skin reactions have been reported, consisting of persistent redness, blistering &/or petechial on sites after electrodes "sunburned" sensation. Two of these four pts have had similar reactions to cardioversion in other institutions.